Event description:
A malfunction was reported with a corresponding malfunction code, with prior events mentioned but not specified in the given data. There was no reported impact to the customer¿s blood glucose level. The customer's pump was set to be replaced by customer technical support (cts), and the customer was instructed to use multiple daily injections (mdi) as a backup therapy. The pump was under warranty, and cts confirmed the shipping address, instructing the customer on how to put the pump into storage mode and return it using a prepaid label within ten days. The customer understood these instructions.